Event description:
It was reported that the customer was experiencing high blood glucose, nausea, and vomiting. The customer's blood glucose reading was 400mg/dl and was treated with manual injections. Troubleshooting was performed. The bolus matched with the daily totals. A bolus was programmed and did exit slowly at the beginning of the delivery, as well was registered in the bolus history. Performed the high pressure test several times and no alarms occurred. Reviewed the alarm history and found a no delivery alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.